Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was removed from the hospital consignment. In order to verify that the pacemaker was in its as-shipped configuration, the pacemaker was interrogated. Upon interrogation, a message stating that the pacemaker was in standby mode and asking if the user wanted to re-initialize the device was displayed. The user did not answer ¿ok¿ and the interrogation could not be completed.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was removed from the hospital consignment. In order to verify that the pacemaker was in its as-shipped configuration, the pacemaker was interrogated. Upon interrogation, a message stating that the pacemaker was in standby mode and asking if the user wanted to re-initialize the device was displayed. The user did not answer ¿ok¿ and the interrogation could not be completed.